Event description:
Customer reported unexpected negative reactions on the echo. Customer states a patient sample yielded inconsistent antibody screen results. It was initially tested on the echo and resulted with an o positive type and negative antibody screen. The patient was transfused in 2008 and 2 days later, (received one unit of red cells on both dates). The patient was tested again on the echo about 4 days later, and resulted with a negative antibody screen. The patient was transfused again in the same day, (received two units of red cells). Additional testing performed about 7 days later with a new sample resulted in a positive antibody screen. Capture-r ready ID also produced 3- 4+positive results; an anti-e was identified.

Manufacturer narrative:
Reactivity of the e antigen was confirmed on retention capture-r ready screen (crrs)(3), lot r023 and r024. The five samples returned by the customer were tested on an in-house echo with retention crrs(3), lot r023. All samples exhibited reactivity with e+ and e- red cells. The same sampels were tested with retention crrs(3), lot r024; reactivity was observed with e+ reagent cells only.